Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the production seal on the lower housing were intact. No damage could be found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 a connection via can-bus could not be successfully established, because the can-bus components of the motherboard are defective. The investigation has revealed that the defect was caused by wrong disconnection (skewed direction) of a power supply sp with a soft p2-connector. Such an event may lead to damages on the motherboard (short circuit). 2.4 the device history files were read out and analyzed. The access to the history data was only possible via the serial link cable because the can-bus of the motherboard is defective. The infusion started with a rate of 22 ml/h at 08:30 pm on (B)(6)2020. The next day, two air rate alarms occurred at 05:11 am and 05:14 am. The line was purged, and an air bubble alarm occurred. The line was extracted. No other abnormalities were found. The reason for the air alarms could not be clarified. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -(B)(4). 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "over infusion" according to the customer: "there was an incident regarding a bbraun infusomat space pump (s/n: 660912). The incident happened last year in august/september 2020, unfortunately this was not raised with bbraun quality team. Description of incident as stated by staff: pump delivered 500ml of infusion 7.5 hours too early. Staff checked twice at 2200 and 0200 hours - volume appropriate - 22ml/hr. 0520 hours - alarmed and completed, there should have been 177ml left (the IV bag looked like it was vacuum packed). This is all the information given by the user."